Manufacturer narrative:
Correction: the lead was capped on (B)(6) 2019. Previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for revision of a right ventricular lead due to oversensing. The lead was capped and replaced. No adverse consequences to the patient were reported.